Event description:
It was reported the screen on the programmer did not respond while using the stylus. The caller was advised to contact the local company representative to return the programmer for repair or to replace the stylus. The status of the programmer is not known at this time, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).